Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "instrument came apart inside patient while retracting tissue." No patient injury. Twenty minute delay in surgery. X-ray was taken. All parts were retrieved.

Manufacturer narrative:
One single action atraumatic grasper was returned for evaluation. Visual assessment of the device confirmed the reported disassembly. The lower jaw assembly is free from the handle. The tube of the lower jaw assembly is bent. The single action pivot is free from the actuator and is twisted. The upper jaw is free from the lower jaws assembly. The delrin spacer is free from the actuator and was not returned for evaluation. All original markings have been removed from the handle making lot identification prohibitive. The condition of the device is consistent with excessive torque being applied during use. Per the device IFU "instrument must be handled carefully during surgery and cleaning to avoid misusing the instrument. Misuse will usually result in damage or breakage". No root cause related to the manufacture of the device can be established. Further investigation is not warranted at this time. Corrected data: an implant date was entered in error. This device is not implantable. An implant date was entered in error. This device is not implantable. Device information: new information received 10 oct 2018.